Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed on (B)(6), 2023, and a 27mm watchman flx closure device was implanted. The patient was placed on a dual antiplatelet therapy (dapt) anticoagulant regimen. At an unknown date post index procedure, a device related thrombus (drt) was discovered on imaging necessitating a medication intervention. No patient complications were reported. A follow up computed tomography (CT) scan performed on march 1, 2024 revealed the drt had resolved.

Manufacturer narrative:
Event date estimated based on procedure date and device related thrombus resolution date.